Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the image was blurry. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to correct h6 coding and h11. Based on the results of the investigation, the root cause of the reported malfunction of the image of the gastrointestinal videoscope was blurry was a crack on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.